Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to inappropriate therapy and suspected lead fracture. It was replaced with another lead of the same model.